Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
The field service representative reported an unknown issue concerning the unit's alarm. There was no patient involvement.

Manufacturer narrative:
G4: 27apr2020. B4: (B)(6)2020. The unit has been repaired by a third party. Numerous attempts were made to obtain the repair information of the ventilator. If new information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.